Event description:
It was reported to boston scientific corporation that a gold probe was used during an esophagogastroduodenoscopy (egd) procedure on an unknown date. During the procedure, the tip broke off during gold probe usage within a patients stomach. The tip was able to retrive from the patient. There were no patient complications as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0501 captures the reportable event of tip broke off. Imdrf impact code f2301 captures the reportable event of additional device required.